Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The device became twisted and disconnected and was replaced on (B)(6).

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported the patient was getting 95% relief of symptoms, but now she isn't so good. The patient has the device for bladder incontinence and urge frequency. About three weeks ago, she had a return of symptoms. The symptoms were very mild, but she wanted to 'nip it in the butt'. The patient said she has about 65% relief of symptoms, and just barely drips instead of a large stream. The patient said that she increased it one point and occasionally can feel it in the vagina. The patient said she thought she went up two points and then back down. She thought she started at 0.9 volts and was at 1.1 volts on program 1 at the start of the call. She increased to 1.4 volts during the call. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. A additional information was received from the patient. They reported that the last couple months she has been having return of symptoms. She said, probably longer then that. She didn't start thinking about it not working until a couple months ago. Patient is going to be going back to wearing diapers soon. Last week patient went to up the program and it was not responding at all. I asked her what she means by not responding. She said she can increase it all the way up and doesn't feel anything. She tired all the different programs and got nothing. When she goes to press the up amplitude it doesn't make a difference no matter what. She said, she started on program 1 last time she called and went to program 2. Before when she upped the amplitude she would feel it in the vaginal area, now she can't feel anything. She said, she has been going up to 1.8 volts on program 2 or something. On the call on program 2 she increased the 8.5 volts and felt nothing. Patient tried all programs and felt nothing. I asked if she had any falls, accidents, or medical procedures around the time she had return of symptoms. The patient said no. I told the patient to follow up with her doctor.